Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a loose and frayed pitch cable at the instrument's wrist. Intuitive motion was not functioning due to the loose pitch cable. Clevis did not exhibit any damage or wear marks. Cable crimp remained in the clevis. Upon housing removal, the pitch cable was found loose at the clamping pulley but no loose clamping pulley screw was found. The customer reported complaint does not itself constitute a reportable event; however, reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si myomectomy procedure, a cable on the prograsp forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.